Manufacturer narrative:
Complaint no: (B)(4). This is a report of use error in which there was a leak from the patient line due to the patient starting therapy without connecting. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for when and how to connect to the disposable set. It also instructs to connect the transfer set to the patient line prior to starting the initial drain. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a leak on a disposable cassette. This occurred while the patient was not connected in fill one of peritoneal therapy. The home patient started therapy without being connected. The patient would start over with new supplies. There was patient involvement but there was no patient injury or medical intervention associated with this event. No additional information is available.